Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a manufacturer representative (rep) there was an interstim explant; that the patient had developed a hematoma, (they allegedly bumped the incision site,) the incision site ¿split open,¿ /incision site reopened and the device was exposed. The patient followed up with their health care physician (hcp), it was unknown if the issue was resolved at the time of the report nor was it known when the incision site reopened but the device was explanted on (B)(6) 2019. There were no further complications reported.